Manufacturer narrative:
The field service engineer (fse) replaced the bubble generator assembly and resolved the issue. The fse primed the system and completed quality control. The unit conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately fifty (50) milliliters of fluid leaked from reagent probes a and b's collar washes and onto the reaction wheel cover involving the unicel dxc 800 synchron system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer discontinued use of the analyzer and retested patient samples (samples prior to the event) on an alternate unit. No erroneous patient results were generated and patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.